Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted. To further reduce tr, an additional xtw clip was inserted and advanced into the valve. However, the clip became stuck and was unable to be removed. After deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. The reported single leaflet device attachment appears to be related to patient conditions (dilated right atrium and restricted septal leaflet) and procedural conditions associated with imaging challenges. Image resolution poor was related to procedural conditions, as the imaging was reported to be difficult. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.